Event description:
Customer's father reported via phone call that customer was hospitalized on (B)(6) 2022 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 452 mg/dl. Customer current blood glucose was 150 mg/dl. Customer stated symptoms related to high blood glucose that were vomiting and stomach ache. Customer was using insulin pump within 48 hours. It was unknown whether the customer was using auto mode feature or not at the time of event. Customer ketone test was positive. No further complication were reported. Customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.